Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during normal procedure a 2.5mm reload was found to not be hemostatic. The surgeon reports there was disruption mid staple line. The pt was opened and the blood loss was controlled without the need for any units of blood.